Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a prolonged severe hypoglycemic episode lasting several hours while using the ilet system with a dexcom cgm, during which multiple carbohydrate treatments were administered and insulin delivery paused during the event, with subsequent resumption recorded in device data. Symptoms included low blood glucose readings confirmed by fingerstick, impaired recollection of the evening, and dependence on caregiver assistance. Outcomes included no emergency medical services, no hospitalization, and successful recovery at home with oral glucose. Investigation included review of device reports and logs by support personnel and a clinical review of cgm and fingerstick data provided by the care team. Investigation of this case revealed no device malfunction or supply issue, and insulin delivery history showed multiple corrections and a meal announcement preceding the event; device behavior and alerts were consistent with expected operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined from available information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.